Event description:
Reportedly, the subject programmer shuts down repeatedly during follow-up.

Event description:
Reportedly, the subject programmer shuts down repeatedly during follow-up.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190129 - file-2018-03689 - analysis_and_closure_report_resp-2019-00117 .pdf].